Manufacturer narrative:
(B)(4). The investigation is still ongoing on this event. When the investigation is completed a f/u report will be sent to the FDA by (B)(4) 2011.

Event description:
The customer reported "total system switched off suddenly".